Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 51mm abdominal aortic aneurysm on an unknown date. It was reported that on an unknown date the patient presented with an occluded stent graft limb. A fem-fem bypass was carried out to resolve the event. As per the physician the cause of the event was due to lower extremity disease. The stent graft limb was occluded as a result of the occlusion of the distal outflow of the vessel. No additional clinical sequelae were reported and the patient is fine.